Event description:
During service of the device, the baxter service shop reported failure codes 812:00 and 812:02 on channels a and b were identified during review of the event history. Attempts were made by baxter service to obtain extra information regarding patient injury or need for medical intervention but no addiitonal details are known.